Manufacturer narrative:
Batch review performed on 23 apr 2026 lot 2008015: (B)(4) items manufactured and released on 18-dec-2020. Expiration date: 2025-dec-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by r&d project manager 2 years after revision hip surgery, the patient complains of pain, which is reportedly due, most likely, to psoas impingement. This seems very plausible because the dm cup protrudes significantly from the rather narrow pelvis of the patient. According to the report, the cup was well fixed, and the joint was stable, but the muscle pain required explant of the devices and implantation of an acetabular cage. No reason to suspect a faulty device at the origin of this adverse event. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 1 year 9 months from medacta primary surgery, the patient presented with pain. Probable iliopsoas impingement was suspected due to a slightly overhanging acetabular cup. There was no evidence of component loosening or infection. The surgeon revised the medacta cup and dm liner with a reinforcement cage (size 62) with screws, versacem 56 cup and dmh liner.